Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure (date is unknown).according to the complainant, during the procedure the sheath on the one step button detached, outsid the patient, when it was pulled through the stoma site. The procedure was completed with a new one step button initial placement gastrostomy kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure (date is unknown). According to the complainant, during the procedure the sheath on the one step button detached, outside the patient, when it was pulled through the stoma site. The procedure was completed with a new one step button initial placement gastrostomy kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the device found the button, sheath, red strip and black suture to still be attached to the delivery system. The pullwire dilating tip was without issue. The blue pullwire was attached to the wire loop of the dilating tip and was without issue. The c-flex tubing was torn in two at approximately .25 inch from the proximal end. The tubing had been stretched and necked down prior to failure. The tubing length was measured and found to be within specifications. A review of the device history record was performed for lot 14227791 and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 14227791. The returned unit was consistent with the complaint incident that the delivery system tubing separated. It appears that the delivery system tubing received excessive tensile force during placement causing the tubing to neck down, permanently deform and also to break. Therefore, the most probable root cause is operational context.